Manufacturer narrative:
The evaluation of the returned section of the driveline confirmed an issue that could have contributed to the reported interruptions in pump function. Approximately 18 inches of the external portion/distal end of the driveline was returned. A previous repair had been performed. Tape had been applied to cover up damage to the gray tubing of the previous repair. Continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The previous repair, shielding, and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the green wire approximately 8 inches from the metal/controller connector, or adjacent to the distal end of the copper tubing of the previous repair. The conductors of the green wire were exposed. The insulation breach of the wire appeared to be the result of fatigue failure due to abrasion against the copper wrap/braided shield in this area. The breached green wire could have interrupted function as a result of the exposed conductors contacting the copper wrap or braided shield and shorting to ground while the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous replacement of the external portion/distal end of the driveline was reported under medwatch MFR report # 2916596-2016-00788. (B)(4). Approximate age of device - 1 year and 1 month. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for investigation. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen at the clinic on (B)(6) 2017 for a follow-up visit. Interrogation of the system controller revealed multiple pump stoppage events had occurred since (B)(6) 2016. The patient was asymptomatic. Upon connecting the system controller to the clinic¿s power module, low flow and driveline disconnected alarms occurred. No alarms occurred when the system controller was connected to an ungrounded power module patient cable. The patient was admitted for further observation. A previous percutaneous lead (driveline) replacement had been performed on (B)(6) 2016, and the lvad system was connected to a grounded patient cable with no additional alarms reported at the time. The submitted log file analyzed by the manufacturer¿s technical services representative confirmed the multiple pump stoppage events. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. After the replacement, no additional alarms were observed. The patient was subsequently discharged home on (B)(6) 2017. No additional information was provided.